Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 12/18/2019 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of (B)(6) 2019 aso evaluated unused retained samples from the same lot/batch and returned samples for adhesion properties, without defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening report. Refer to section b.6 of this report for further details.

Event description:
On the initial report received on (B)(6) 2019 consumer states that the product caused irritation. On 12/18/2019 reporter stated on returned cir that he sought medical attention.